Manufacturer narrative:
Per good faith effort (gfe) response, the customer's hospital equipment department replaced the flow sensor assembly to resolve the reported issue. The customer's hospital equipment department replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator's flow monitoring showed large deviations. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. The patient may have received insufficient oxygen and potentially experienced delayed treatment which could have caused hypoxia with serious consequences. It was reported that the ventilator's flow monitoring showed large deviations. The reported issue affected the clinician's ability to set accurate flow parameters. Biomedical engineering was immediately notified for service. The investigation is ongoing.